Event description:
The pt called alleging inaccurate high readings on the meter. The obtained a 180mg/dl and did not experience any symptoms at the time of testing. They tested on another meter and obtaineda 130 mg/dl (invalid comparison). Two control tests were done and they both failed. Test strips were in good condition and not expired. They opened a new vial of test strips and the test strips fell within range. This case is being reported as a strip malfunction, since control test failed on subject test strips.